Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited wear of the adhesive around light guide lens, wear of the adhesive around objective lens, and crack in server plug in. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: wear of the adhesive around light guide lens, wear of the adhesive around objective lens, and crack in server plug in. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.